Manufacturer narrative:
This is report 2 of 2. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stroke and patient complications (speech difficulties/ dysphasia) are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature. Therefore, an assignable cause of anticipated procedural complications was assigned to this event. Subject device remains implanted.

Event description:
During the stenting procedure for one fusiform ica (internal carotid artery)-m1 mca (middle cerebral artery) aneurysm, it was reported that difficulty was encountered when unsheathing the stent. However, two stents were implanted successfully and post-procedure, modified rankin scale (mrs) was 3. Then the next day post procedure the patient had small embolic infarcts in the left anterior circulation hemisphere and mca territory infarction at insular cortex (l. Sin). In addition, CT (computed tomography), mra (magnetic resonance angiogram), and MRI (magnetic resonance angiogram) on the same day showed infarct. Approximately 6 days post procedure, the patient was discharged from the intensive care and admitted to the neurology ward with continuing clopidogrel daily. According to the physician, the adverse event was related to the procedure and the implanted flow diverter. Six months post-procedure, the patient was still hospitalized and difficulties of speech has increased. No further information is available for now.